Event description:
Info received that when the hi/low is all the way up in the high position, the bed will not go into trendelenburg or reverse trendelenburg position. No injury reported.

Manufacturer narrative:
Tech found that when the hi/low is all the way up in the high position, the bed will not go into trendelenburg or reverse trendelenburg position. Isolated the alleged problem to the emergency trend valve. Entered order for replacement emergency valve. Repair not yet complete.